Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "status 93","status 66" and "status 56" message. Complainant indicated that there was no pt involvement in the reported malfunction.